Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device revealed a low shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. Only one low shock impedance measurement was obtained. All other measurements were normal. No changes were made and the lead remains implanted and in service. No shocks had been delivered. No adverse patient effects were reported.